Event description:
The following has been reported: while the unit was at fk warrendale after being returned from university hospital for other repairs, during functional testing, the dut failed basic recharge test. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (air compressor) reporting due to referenced issue. No adverse effects were reported. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.